Event description:
It was reported that a patient underwent a valve replacement procedure on an unknown procedure and a suture was used. The problem of the suture pulling off the needle in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: name of procedure? Extracardiac valve replacement. The following information was requested, but unavailable: what is the lot number: unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and two small needle- suture combinations outside its packaging were received for analysis. Product code pxx52f, this product code is double armed. In addition, one photo was provided, showing a detached needle and one needle-suture piece tangled in a piece of cardboard. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.